Event description:
Pt was status post abdominal aortic aneurysm (aaa) repair on 1/28/94, with perioperative myocardial infarction. Though his condition initially stabilized, he experienced arrhythmia and deteriorating vitals on 2/1/94. A catheter placed during the aaa repair was replaced at approx 11 pm on 2/1/94. On the afternoon of 2/2/94, the catheter spontaneously wedged. A physician deflated the balloon and pulled the catheter back until a good pulmonary artery wave form was obtained. The catheter was wedged once to assure proper positioning and a wedge tracing was obtained. The balloon was deflated and a good pulmonary artery wave form appeared. Blood was then observed in the endotracheal tube. The pt's condition deteriorated, a code was called. The code was unsuccessful and the pt died. Autopsy stated the cause of death to be pulmonary hemorrhage. No perforation was identified, and it could not be conclusively determined if the hemorrhage was due to pulmonary embolism or infarction, or pulmonary artery catheter erosion. No malfunction of the device was identified.